Event description:
Customer reported via phone call that the insulin pump alarmed motor error when changing sensor and set. Customer does use the sensor feature and they were able to complete the rewind sequence and haven't had an issue since. Customer mentioned having couple occasions where they had low blood glucose readings between 40 mg/dl and 50 mg/dl and customer was treated with juice. Customer also mentioned a no delivery alarm that was resolved by an infusion set change. Customer's blood glucose reading at the time of the call was 131 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and motor tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.